Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure was being performed on the upper arm fistula of a patient in the surgery dept. During use the tip of the basket separated from the device. The ptd was removed, however, the tip could not be found in the patient. They completed the procedure with another ptd successfully. There was no delay in treatment and no patient death or complications reported. It was noted that nothing was retrieved from the patient.